Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor was unable to power on. The cause for the inability to power on was isolated to extensive corrosion of the table board. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor would not power on. The last pt to use this monitor did not report any problems.